Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator fluid leak was noted into the battery compartment. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related. Sample evaluated.

Event description:
As reported, prior to the multiport laparoscopic robotic xi cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg plus laparoscopic irrigator leaked (fluid) into the battery compartment. There was no reported patient injury.